Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, minimum fill notifications when attempting to load a cartridge. Reportedly, the cartridge was filled with 180 units of insulin. The customer's blood glucose level was 488 mg/dl, and was addressed by administering manual injections. It was confirmed that the customer will continue using manual injections for alternate insulin therapy.